Event description:
Information received by medtronic stated that the insulin pump had a multiple pump error alarm. Customer stated that they were able to clear and unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump failed rewind test due to pump error 43. Unable to perform the displacement, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump passed active current test and self test. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. Thump was utilized and downloaded trace/history files properly. Verified the pump alarmed pump error 43 multiple times in pump downloaded history on (B)(6) 2022 starting at 19:36:53.000 due to moisture damage on the motor. Verified pump alarmed pump error 23 on (B)(6) 2022 at 19:35:43.000 in pump's downloaded history. No unexpected pump error 23 noted during testing. However, the pump history analysis confirmed the pump alarmed power error 24 alarm on (B)(6) 2022 at 17:45:00.000. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 24 was triggered when the motor voltage (mtr_vcc) was more than 3.45v for 3 consecutive minute checks not within spec due to moisture damage on the motor flex tail. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay and keypad overlay texture damage. Power error 24 and pump error 43 were confirmed in the pump history due to moisture damage on the motor. Pump error 23 was not confirmed during testing. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.